Manufacturer narrative:
Qn#(B)(4). The device history review for the product visistat 35w 6/box lot# 73j2200731 investigation did not show issues related to the complaint.

Event description:
Reported issue: the staples did not remain in place; they were found in the dressing. Sutures were used.

Event description:
Reported issue: the staples did not remain in place; they were found in the dressing. Sutures were used.

Manufacturer narrative:
(B)(4). The customer returned three units 528235 visistat 35w 6/box for investigation. The returned samples were representative samples in their original sealed packaging. The actual sample was not returned. The representative samples were visually examined with and without magnification. Visual examination of the returned representative samples revealed that the samples were typical. The staplers were returned with 40 staples remaining in the cover block. The packaging of two of the three returned units was observed to be damaged, with cracking near the tip of the devices where the staples are ejected. The sterile barriers appear compromised due to the packaging damage. The third representative sample had a mark in the same location. A CAPA was opened to further investigate the issue. The root cause was identified in the CAPA. Functional inspection was performed by attempting to fire staples from the returned staplers. Using hand pressure, the trigger was engaged for the first representative sample. Upon full engagement of the trigger, the staple was released. This was repeated four more times with the same result. To simulate insertion into the skin, the stapler was fired into a simulated skin pad. The remaining staples were all able to engage and close into the skin pad. All staples were successfully fired into the simulated skin for the second and third representative sample. Each stapler was returned with 40 staples remaining in the cartridge. Per DHR the product visistat 35w 6/box lot # 73k2200277 was manufactured on 10/10/2022 a total of (B)(4) pieces. Lot was released on 10/25/2022. DHR investigation did not show issues related to complaint. The IFU for this product, l02644 rev. 02, was reviewed as a part of this complaint investigation. The IFU states "to obtain optimum staple closure, the trigger must be squeezed all the way in." A corrective action is not required at this time as there were only representative samples returned and there were no functional issues found with the returned representative samples. The reported complaint of "misfire/jam-staples not forming/closing" could not be confirmed since the actual sample was not returned. Three representative samples were returned in place of the actual sample that resulted in the complaint issue. The returned staplers were able to form and release all remaining staples in the c over block. A device history record review was performed on the devices with no evidence to suggest a manufacturing related cause. The probable cause of this complaint issue could not be determined based upon the information provided and without the actual sample. Teleflex will continue to monitor and trend on complaints of this nature.